Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and stated there could be a possible air bubble issue. The patient was re-checked later in the day and normal device function was confirmed. The device was subsequently programmed off due to hospice care. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following implant of this device during flushing, some noise was observed on the right ventricular (rv) channel. After the pocket was sutured up, the device started sensing fast rates in the ventricular fibrillation (vf) zone and two bursts of atrial tachycardia pacing (atp) was delivered, there was no deflection and then a shock was delivered. Therapy was programmed to monitor only (mo) and lead testing was performed again which produced normal results. No adverse patient effects were reported.